Event description:
It was reported that the cable of the pk dissecting forceps instrument is broken and pieces did not fall into the patient. No additional information was provided. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed that one grip open cable is frayed at the yaw pulley. The instrument grips can still open and close with no loss in functionality. The conductor wire has a small indentation in the insulation at approximately the same location on the yaw pulley as the fray. Engineering concluded that the cable and wire may have been damaged from an instrument collision or mishandling. Engineering evaluation also observed that one side of the distal end of the main tube has a few deep scratches with material removed. The scratches are not aligned to the tube axis, suggesting that they were most likely caused by instrument collisions. The endowrist instruments instructions for use (IFU) specifically states: general precautions or warnings: handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip.